Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent an abutment change to a longer abutment on (B)(6) 2019 and the patient was administered antibiotics intraoperatively, under a general anaesthetic.